Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e1025 pyrosis/heartburn.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. T he patient experienced a cgm accuracy issue which occurred 10 days after the sensor was inserted into the abdomen. On 06/27/2024, the patient was not feeling well as she had the flu. The patient¿s cgm was reading 316 mg/dl and the bg meter was reading 416 mg/dl. The patient was experiencing heartburn, a headache, muscle aches, and stomach pain. The patient drove to the emergency room. At the emergency room, the patient¿s bg meter reading was 486 mg/dl, no cgm comparison value was reported. The patient was treated with 12 units of insulin and an unspecified intravenous. The patient was in the emergency room for approximately 8 hours before being discharged. At discharge, the patent¿s bg meter reading was 268 mg/dl. The patient was also prescribed oseltamivir for the flu. At the time of report the patient was feeling better with a bg meter reading of 146 mg/dl. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. There were not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was at the emergency room. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of report. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.